Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
The customer reported there is a loudspeaker error, and alarms do not sound. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the suresigns vs2+ nbp/spo2 indicating that a loudspeaker error is continually displayed, and alarms do not sound. It is unknown if the device was in use at time of event, and there was no adverse event reported. A quote was provided to the customer for repair and multiple attempts were made to obtain the device context of use, evaluation, repair, and operational status with no response from the customer. No further information was provided. Based on the information available, the cause of the reported problem was not able to be established. The reported problem was not confirmed. The customer was provided a quote for repair, but the quote has expired with no response from the customer. It is unknown how the issue was resolved. The investigation concludes that no further action is required at this time.